Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "breast became hard and painful" as well as "capsular contracture baker grade iii/IV." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6. Clarification on d4: received device with lot number (2186590) and catalog number (15-421cc).

Event description:
Healthcare professional reported "breast became hard and painful" as well as "capsular contracture baker grade iii/IV." This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "breast became hard and painful" as well as "capsular contracture baker grade iii/IV." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.